Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # 303c24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received unfired, with the reload pan and the reload body bent. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 303c24, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, staple fell off inside the patient. The staple was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.